Event description:
Customer called and said that they have a mattress that is delaminating.

Manufacturer narrative:
Upon inspection of this mattress the urethane cover bubbled at the foot end of the mattress cover and peeled away exposing the bottom layer of the mattress cover. A new mattress was delivered to the facility on (B)(6) 2014. This problem was been assigned to (B)(4), and a follow-up report will be submitted upon completion of the corrective action.